Manufacturer narrative:
Additional information: the tip did not detach from the device. Product analysis a visual inspection of the returned device found a broken distal connector strut, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the chocolate 018 balloon, a patient presented with a chronic total occlusion (100% lesion stenosis) in the mid segment of the superficial femoral artery. The target lesion was described as fibrous, with moderate vessel tortuosity and moderate calcification. During the procedure, the guidewire at the tip of the device broke. The device was prepped according to the instructions for use, and no resistance or excessive force was encountered during advancement. The procedure was completed by replacing the device with the same model of balloon. No patient complications have been reported as a result of this event.